Event description:
It was reported to boston scientific corporation in 2009, that a captivator oval snare standard was used during a colonoscopy procedure performed the same day. According to the complainant, the wire that connects to the handle of the snare became disconnected during polyp removal. As a result, heat was no longer being applied to the polyp. In order to remove the snare from the polyp, and the pt's body, they had to cut the plastic catheter of the snare by the handle and pull the wire. The procedure was completed with another captivator oval snare standard. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.